Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed power interruption at the time of the alleged temperature issue. There was no evidence of sudden drop in voltage prior to the power on reset event. The pump¿s electrical currents were evaluated and found to be within specifications. The pump was exercised for 24 hours without interruption in power or temperature issue. There was no evidence of moisture anywhere in the pump and no damage, defect or contamination of any of the pump¿s interior components. Investigation did not duplicate the complaint. (B)(4).